Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/22/2024. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that the one xc200 cartridges were returned inside its unopened sales unit; upon visual inspection, a white foreign matter was noted to be inside the external packaging (sales unit). The defect observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture clips were used. During the procedure, it was reported by the sales rep that during an unknown procedure, a foreign matter was found in the package. Another device was used to complete the case. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: is the foreign matter inside the sealed primary package? - please describe the type of foreign matter that was observed. - are there any photos of the foreign matter available? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao.- please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). -qty to be returned of ip-02132506: 1, 6. -lot number of ip-02132506: unk ub2aem.